Event description:
Catheter placed by dr at 2200. No urine drained from catheter in spite of attempts to reposition. 1 cc removed from balloon. Physician unable to remove. Physician then removed catheter by applying extra tension. Balloon noted to be inflated in spite of attempts to deflate before removal. Pt. Bled due to difficulty in removing catheter, was on heparin and had received thrombolytic therapy. Balloon never deflated although nothing could be removed per syringe.